Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, (B)(6) center, second affiliated hospital of (B)(6) university, the doctor found swg kinked prior to the patient." The user changed to a new set to resolve the issue.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The photos show a kinked guidewire proximal to the j-bend within the assembly and the opened kit. The customer also returned one opened (B)(4) kit set for analysis. No signs of use were observed. The returned guidewire was partially within the advancer and kinked proximal to the j-bend. The cap was not present with the returned sample. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. No other defects or anomalies were observed on the returned guide wire assembly. During full assembly, the kinking in the guidewire would have been located within the guidewire cap during packaging , shipping, and storage, protecting it from damage. The kinks on the guide wire measured 15mm-40mm from the distal tip. The guide wire length measured 599 mm, which is within the specification limits of 596-604mm per guide wire product drawing. The guide wire outer diameter measured 0.800 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "if using standard arrow advancer, raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." The guide wire was advanced through a lab inventory ars to functionally test the guide wire. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not use if package is damaged." The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. Kinking was observed on the j-bend of the guidewire body. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire would be protected within the guidewire cap of the advancer assembly; however, the guidewire cap was missing from the returned assembly. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "(B)(6) 2025, (B)(6), the doctor found swg kinked prior to the patient." The user changed to a new set to resolve the issue.